Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unspecified small volume folfusor was observed to be cloudy. This issue was identified at the hospital prior to patient use. The device was filled with fluorouracil 3336mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between september 24, 2018 - september 26, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the sample photograph revealed a cloudy white tubing line. The reported condition was verified. The cause of the condition could not be determined. No functional testing was performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.